Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a on-going intermittent minimum fill notifications occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer not removing residual air from the cartridge. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer administered a correction injection to address bg. A new cartridge was loaded to resolve the issue.